Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient was transferred to the hospital with a ruptured abdominal aortic aneurysm. The patient was in a critical condition. But the physician elected to implant gore excluder aaa endoprosthesis to save the patient's life. After successful implantation of the trunk-ipsilateral leg component, the physician cannulated the guidewire into the contralateral gate. However, the guidewire fell off from the gate and as the physician attempted to reinsert the guidewire into the gate, it was advanced outside the gate without being realized. The delivery catheter of a contralateral leg component was inserted and advanced over the guidewire, and pxc141200j/13447154 was deployed outside the gate. The physician considered of performing aui or converting the procedure to an open repair. However, the physician determined that the patient would not tolerate any surgical procedure with his condition. The procedure was concluded, and the patient was taken to ICU, where he expired two hours after the procedure. The physician stated that cause of death was hyperkalemia due to bowel necrosis. The physician attributed the preoperative aneurysm rupture to the bowel ischemia. He also stated that the patient was already at the critical condition prior to the procedure, and the patient's death is not related to the procedure.